Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain and discomfort at the ipg pocket site. Surgical intervention took place on 05 september 2024 during which the ipg was explanted, replaced and relocated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.